Event description:
The hcp reported that patient had a pump refill done with a change in medication concentration. A bridge bolus was done that was reported to be accurate. The hcp stated that the "patient has a lot of tissue over the pump and had difficulty with the refill." The following day, the patient required treatment in the emergency room for "itb" overdose, though did not require intubation. The pump was aspirated and found to contain approximately 10cc of medication after having been refilled with 18cc the day before. The pump was stopped and the patient was reported to have stabilized. A follow up report will be sent when additional information is received.